Manufacturer narrative:
The system was examined and the reported event was confirmed. The reported event can be attributed to a customer use error, as the customer was not inserting the illuminators all the way into the port. The system was tested and found to meet product specifications. The system was manufactured on december 18, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a customer use error, as the customer was not inserting the illuminators all the way into the port. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, port 1, 2, and 3 would go out sporadically. The case was completed using a different port. There was no patient harm.